Event description:
It was reported that during an unspecified pci treatment procedure, the pt2 moderate support 185 cm str guidewire fractured and a fragment remains in the vessel. The physician attempted to advance the pt2 guidewire in the left main (lm) coronary artery, but experienced significant resistance. When he injected the contrast, the tip of the guidewire completely detached and embolized into a very small branch of the left circumflex (lcx) coronary artery. The physician decided that the lcx was too small to attempt to snare the detached fragment and opted to leave the 1cm tip inside the pt. The remaining length of the pt2 wire was removed and the procedure was successfully completed using a new guidewire.